Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: IV caelyx started at 1112 hours with rate of 155ml/hr , vtbi 280ml with expected duration of approximately 2 hours. When pump showed kvo, bag still showed remaining amount when it was expected to be empty. User checked pump, therapy was run for around 2 hours. Therapy was continued on another pump , took another 10 minutes for completion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer h4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050. Serial number/batch: (B)(6). Software version: (B)(4). Hours of operation: 92444 h. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The history files from 2024-05-07 (specified date of the incident, given from the costumer) were investigated. At 05:10 am a space line was inserted. At 05:11 the rate was set to 155 ml/h and the vtbi to 350 ml. The infusion was started at 05:11. At 06:33 am the infusion was stopped by the costumer. Up to that time the device has delivered a volume of 209,89 ml. The infusion was started again at 06:38 am. At 07:32 am the kvo mode started by reaching the set vtbi of 350 ml. One minute later at 07:33 am the infusion was stopped by the costumer. At 07:34 am the space line was taken out. Visual inspection: a visual inspection was performed. No cover caps or technical seal on the lower housing were available. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,25%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.